Event description:
A journal article was reviewed that contained information regarding septal perforation during left bundle branch pacing. The article reports patients who experienced asymptomatic septal perforation during implants of left bundle branch pacing leads with markers of a decrease in impedance associated with an abrupt increase in threshold and loss of myocardial current of injury (coi). The perforated leads were repositioned at a different site. There was no coronary artery injury, septal hematoma, or systemic embolism. There were other leads which dislodged during implant and required repositioning. The status/disposition of the leads appears to be still in use. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is female/(B)(6). The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: electrophysiological characteristics of septal perforation during left bundle branch pacing. Heart rhythm 2022. 1¿7. Doi: 10.1016/j.hrthm.2022.01.018. If information is provided in the future, a supplemental report will be issued.